Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving 500 mcg/ml gablofen at 399.72 mcg/day via an implantable pump for intractable spasticity and stroke. The patient's concomitant medications included 81 mg aspirin daily, 40 mg atorvastatin every evening, 20 mg citalopram daily, 75 mgclopidogrel daily, 40 mg esomeprazole twice per day, 400 mg guaifenesin twice per day, lactobacillus acidophilus, multivitamin with minerals, potassium chloride, and gevity 1.5. It was noted that the patient had no known medication allergies. Surgical history included percutaneous endoscopic gastrostomy feeding, prostatectomy, thrombectomy, and tracheostomy. It was reported that the patient's catheter was dislodged and was not working. The date of onset was noted to be (B)(6) 2016. No actual or suspected pain was reported on that date. The patient was at his healthcare provider (hcp) after radiologic evaluation of his intrathecal baclofen pump. In the fluoroscopy suite, a device manufacturer representative (rep) and a hcp found that the catheter was pulled out of the spinal canal. The tip could not be seen. The catheter was then felt to be entirely coiled up in the subcutaneous tissue near the anchor at the pump. The pump itself seemed to be working fine, as 4 cc of baclofen was calculated to be remaining and 4 cc were indeed removed. The pump was then refilled with 19 cc of normal saline, although the pump logs still had baclofen listed. The dose and concentration of the baclofen still noted in the logs was 500 mcg/ml at 99.93 mcg/day on (B)(6) 2016. Prior to the refill, the logs showed 500 mcg/ml baclofen at 399.72 mcg/day. It was noted that the pump was placed in atlanta after a stroke in 2015 at the rehabilitation center and the patient's wife recognized that he was having some difficulty at the time. They had a walking cast on and it would extend his spine with the weight of the casts on his legs. It was at that time that things started malfunctioning. They switched from 500 mcg/ml to 2000 mcg/ml baclofen, but that didn't help and the dose was placed back to 500 mcg/ml before the patient left atlanta. It was noted that the patient was doing well when the pump was actually working and was able to support his weight and assist the therapist about 50% of the time. Evaluation of the patient revealed marked spasticity and extension of the lower extremities with downward deviation of both feet. Contraction of the gastrocnemius and soleus muscles was also noted. The upper extremities revealed some movement to volition in the right upper extremity as well as the left upper extremity and right upper extremity both showed contraction of the biceps and elbow flexion of about 45 degrees bilaterally. Sensory analysis found it was intact to light touch perception in all four extremities without side to side asymmetry or proximal to distal gradient. The patient's reflexes were 3/4 throughout the upper and lower extremities. The patient was noted to be unable to stand without "two max assist". A coordination test was unable to be performed due to the patient's medical condition. A neurosurgeon was requested to address the issue, and the patient was subsequently scheduled for surgery on (B)(6) 2016 at 11:30. In the meantime, the patient was given 5 mg oral b aclofen 3 times per day. The plan was to split the current 20 mg tablet to provide for this. It was noted that the patient historically did not do well with oral baclofen. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4)